Manufacturer narrative:
Product analysis: visual examination confirmed the tip of the screwdriver has been sheared off. The rest of the tip has been twisted and the threads have been damaged. Microscopic inspection of the fracture surface confirmed a flat smooth surface with circular patterns. This type of damage is consistent with torsional overload. Inspection of the material hardness confirmed conformance to print specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion. Intra-op, screwdriver was found to be twisted when screws were being implanted. The product came in contact with the patient. No patient complications were reported.